Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the needle snapped. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-00309 and medwatch 2210968-2011-00310. The same patient is represented in each medwatch.